Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped. The iabp switched itself off when the batteries were depleted. The low battery alarms had sounded, but were muted by the users.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Manufacturer narrative:
A getinge field safety engineer (fse) was dispatched to evaluate the unit. The iabp was in use, and switched itself off when the batteries were depleted. The perfusionist fse spoke to, (B)(6), was aware of the incident and confirmed it had occurred because the iabp had not been located properly back into the cart, after a patient move. The low battery alarms had sounded, but were muted by the users.the logs confirm this, and the iabp has been operating correctly since.system has been cleared for clinical use.

Event description:
N/a.